Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the latch on ultrasonic air sensor (uas) was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the draw latch assembly. Corrective maintenance/inspection was completed. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part will be returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.